Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre-operatively, the stapler was unable to fire due to a bad trigger. There was no patient involved.